Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead integrity alert (lia). The lead shocked the patient due to oversensing. The physician turned the detections off and the lead remains implanted. No further patient complications have been reported as a result of this event.